Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an aneurysm of the basilar tip and posterior cerebral artery (pca), using a pulserider (211d, lot number unknown), the aneurysm ruptured. The pulserider was then removed from the patient. It was reported that the rupture occurred when the pulserider was deployed and the physician was attempting to reposition from an intra-aneurysmal position to the hybrid position. A prowler select plus straight was used to deploy the pulserider. When the physician attempted to reposition the pulserider he had a hard time torquing the device, and repositioned the device several times. The rupture was controlled using penumbra smart coils and a 39 cm enterprise. In addition, an attempt to access the left vertebral artery by using a diagnostic catheter caused a dissection of the left vertebral artery. The catheter that caused the dissection was unknown, but the dissection was treated with an enterprise stent. It was reported that the patient had a connective tissue disorder and the vessels were very ¿friable¿. The patient was intubated, but no change in blood pressure was observed. The patient stayed in the hospital for about a week and was then discharged. The physician stated that patient was doing well neurologically. The pulserider product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Summary of procedure films and medical records by medical safety officer: the patient is a (B)(6) woman with a significant history of ischemic cardiomyopathy who presented with an unruptured basilar tip aneurysm with a secondary lobule at the dome suggestive of an impending rupture. The patient underwent cerebral angiogram with pr assisted coiling on (B)(6) 2017. The procedure was started with a femoral artery approach. A four-vessel cerebral angiogram was performed. The basilar tip presented a asymmetric caudal regression pattern with a hypoplastic left p segment and a dominant left pcom that fills the entire distal territory of the left pca. The aneurysm measures 8x6 with a neck of approximately 3.5-4 mm and points superiorly. There are not small secondary lobules arising from the top of the dome pointing superiorly and left. The right pca fills antegrade from the basilar artery and there is a good definition between the origin of the r pca and the aneurysm neck. Bilateral scas are within normal limits. Initially, the left vertebral artery was catheterized. When attempting to advance the catheter system distal through the vertebral artery a dissection of the v3 segment occurred decreasing the antegrade flow. Significant contrast extravasation and av fistulization into the perivertebral venous plexus was noted. Then the right radial artery was accessed and the right vertebral artery was catheterized. The access catheter was advance up to c3 then a distal access catheters was advanced to v4 prior to the vb junction. The prowler plus was advance to the tip of the basilar. Multiple attempt to position the device were made under native images (no roadmap). No simultaneous catheter for coiling noted. The physician described both difficulties positioning the device and advancing it. The device was finally positioned inside of the aneurysm sac and opened. The follow-up run demonstrated that there was an aneurysm rupture with contrast extravasation into the peri-mesencephalic cistern. The point of perforation of the aneurysm occurred near the top of the dome and it appears that one of the pr markers is penetrating the aneurysm wall. The prowler and pr were removed and then the aneurysm was coiled controlling the bleeding. At the end of the procedure there was still contrast opacifying the aneurysm sac but the bleeding has stopped. The follow-up angiogram of the r. Vertebral angiogram demonstrated an extensive double lumen dissection with contrast extravasation at c2-c3 level which was treated placing an enterprise stent from c2 to c3-c4 level. Aneurysm perforation or rupture are known potential complications associated with the pulserider and are listed in the IFU as such. It appears that the physician had difficulty positioning the device that would have resulting in considerable movement of the device at the site of the aneurysm, thus, possibly contributing the cause of the rupture. In addition, it was reported that due to connective tissue disease, the patient had ¿friable¿ vessels which may have put the patient at additional risk of rupture and dissection. Review of procedure films confirmed that the rupture of the aneurysm was related to the device.; however, there were patient selection and intraprocedural technical issues that may have contributed to the aneurysm rupture. The IFU warns ¿do not use in patients with severe vascular tortuosity or anatomy that would preclude the safe introduction of the deice or the use of adjunctive devices¿. Since the dissection was related to an unspecified diagnostic catheter, the event will not be captured for a cerenovus device. Since the prowler did not enter the aneurysm, it will not be captured against the complaint. Patient and procedural factors appear to have contributed to the event. There are currently no safety signals related to this event.

Manufacturer narrative:
(B)(4). The patient's information is unknown. The product is not available for evaluation and testing. Lot number not available; therefore, manufacturing and expiration dates unknown. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during a coil embolization of an aneurysm of the basilar tip and posterior cerebral artery (pca), using a pulserider (211d, lot number unknown), the aneurysm ruptured. The pulserider was then removed from the patient. It was reported that the rupture occurred when the pulserider was deployed and the physician was attempting to reposition from an intra-aneurysmal position to the hybrid position. A prowler select plus straight was used to deploy the pulserider. When the physician attempted to reposition the pulserider he had a hard time torquing the device, and repositioned the device several times. The rupture was controlled using penumbra smart coils and a 39 cm enterprise. In addition, an attempt to access the left vertebral artery by using a diagnostic catheter caused a dissection of the left vertebral artery. The catheter that caused the dissection was unknown, but the dissection was treated with an enterprise stent. It was reported that the patient had a connective tissue disorder and the vessels were very ¿friable¿. The patient was intubated, but no change in blood pressure was observed. The patient stayed in the hospital for about a week and was then discharged. The physician stated that patient was doing well neurologically.